Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. A possible root cause is that there was an anomaly in the component (downstream occlusion sensor) and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a high-pressure alarm blockage occurred. There was a patient involvement, but no patient harm or adverse event reported.